Manufacturer narrative:
Device manufactured between december 04, 2020 to december 07, 2020. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date of 2021, further described as "recently". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had "run too fast". It was further reported the device was emptied in 24 hours instead of the expected 46 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.